Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Event description:
The customer reported a 60" micro volume extension set that was leaking at luer lock IV tubing connections. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. The sample visually and functionally tested and the reported condition was confirmed. A cut was observed on the tubing near the female luer. An assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.